Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional called to report receiving a transmission from a patient associated with the same monitor as another patient. Advised the health care professional to fax a request for release of information and found that both records had the same monitor serial number. The network remains in use. No patient involvement.